Event description:
It was reported that the patient presented to the hospital for a follow-up on 4 aug 2022. Review of the transmission revealed a premature decline in the battery life of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced on (B)(6) 2022. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to excessive high voltage charges. Tech services reviewed the device image and the device behaved as programmed. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found that rapid battery depletion was due to excessive high voltage charges.